Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty fuse on the battery interconnect board. The customer declined repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.